Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The pace/defib engine was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled","defib fault 72" and "defib fault 76" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.